Event description:
The patient's son in law reported that the patient's device moves all around on the patient's shoulder. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.